Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that this patient will be revised due to a loose tibial component.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the tibial component is unknown. The item and lot numbers for the tibial component are unknown; therefore. The device history records could not be reviewed. This device is used for treatment. Due to the absence of the part and lot numbers, a product history search could not be conducted to identify other related complaints. Compatibility of the implants could not be assessed either, as the item numbers were not provided for any of the devices. On 03-feb-2016, a 411 request was submitted for surgery pre-planning for a revision of a nexgen lps component. It is unknown when the revision surgery occurred, but it was reported that the patient would be revised due to loosening of the tibial component. The primary and revision operative notes were not provided. There is no information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. Risk of loosening is typically addressed through device package inserts as an adverse effect of a procedure. However, without part/lot numbers, there is insufficient information available to identify the appropriate risk management files for the tibial component. No more information is available at this time. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of components or further information.